Event description:
Pci was being performed on a 75% de novo lesion in the proximal lad. The lesion was heavily calcified and moderate vessel tortuousity. It was unknown if pre-dilation was conducted. Cypher (complaint product: 3.0/18mm) was being delivered, however resistance encountered prior to reaching the target lesion. So the cypher was withdrawn out of the patient, and the physician visually confirmed the distal edge of the stent to be flared. Therefore, the cypher was replaced with another cypher, and the procedure was successfully finished. There was no patient injury reported. The product was clinically used and will not be returned for analysis due to the patient's infectious diseases. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
Please note that this device is not available for testing and evaluation. Further details of the procedure were requested but are not available. Additional information received, will be submitted within 30 days upon receipt. This device is not distributed in the united states. However, it belongs to the same class of cypher sirolimus drug-eluting stents that are distributed in the united states.